Manufacturer narrative:
H6: health effect - impact code: removed code 4614. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported difficult to remove from the anatomy (clip becoming caught in anatomy) cannot be determined. Unspecified tissue injury (chordal rupture) appears to be related to difficulty removing the clip from the anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2024, the patient presented with atrial fibrillation during a follow up visit. The patient had prolapsed pml. A transesophageal echocardiography (tee) was performed and revealed that the mitraclip xtw (40326r2048) had detached from the posterior mitral leaflet (pml) and remained attached to the anterior mitral leaflet (aml), increasing the mr to a grade of 2-3.

Manufacturer narrative:
The additional steerable guide catheter referenced in b5 is filed under separate medwatch report number. The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 with a pre-existing flail. A mitraclip xtw was inserted and deployed without issues. To further reduce mr, another mitraclip xtw was advanced to the mitral valve. However, while placing the clip in the valve, the clip became caught in chordae. Troubleshooting was performed, and the clip was able to be free from chordae. However, chordal rupture was observed. The clip was implanted, reducing the mr to a grade of 1. However, after removal of the steerable guide catheter (sgc), an atrial septal defect (asd) was observed. Therefore, an asd closure device was implanted. There was no clinically significant delay in the procedure.